Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not yet returned to manufacturer.

Event description:
It was reported that during a surgical procedure, the shank of the bur was too long to use the bur guard and the bur shield was too short. It was further reported that when the surgeon switched back to the bur guard, part of the shank of the bur burned the patients lip. It was also reported that there was medical intervention tending to burn. No further information has been provided.

Manufacturer narrative:
The quality investigation is complete. Device not returned to manufacturer.

Event description:
It was reported that during a surgical procedure the shank of the bur was too long to use the bur guard and the bur shield was too short. It was further reported that when the surgeon switched back to the bur guard, part of the shank of the bur burned the patients lip. It was also reported that there was medical intervention tending to burn. No further information has been provided.